Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was not confirmed and no blockage was found. Evaluation did find that angulation in the down direction was out of standards due to a worn angle wire, the gap in the up/down knob was out of standards due to a worn angle wire, the screen was partly dark due to a scratch on the charged coupled device (ccd) lens, the ccd lens was creased, the light guide lens was broken, and the adhesive part of the bending section cover was broken. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the sub-convey channel of the evis lucera elite colonovideoscope had debris and was blocked. There was no delay and the procedure was completed using a similar scope. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the auxiliary water channel was unable to be further specified. Moreover, no obvious deviation of reprocessing was observed. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. Olympus will continue to monitor field performance for this device.